Event description:
Male patient admitted for sudden onset of severe pain while at home. X-ray noted spinal rod failure and fracture. Patient required surgery to remove and replace the rod.what was the original intended procedure?spinal rod removal and replacement.